Event description:
The customer contacted baxter's technical service center regarding a disconnected catheter. The registered nurse (rn) stated that the home patient's catheter became disconnected and the emergency room does not use baxter supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the home patient's nurse on (B)(6) 2011 in regards to a report of a disconnected catheter and she said that it was actually the transfer set. She said the patient's transfer set came off and he went to the emergency room to have them replace the transfer set. She said she was not aware of any damage or defect to the transfer set and she did not know why it came off the catheter. She did not have a sample available or a lot number. She said the patient has been resuming therapy successfully since then. There was patient involvement but no reported injury.

Manufacturer narrative:
(B)(4).the problem was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code is unknown at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.